Event description:
As reported, approximately three months post initial left tsa, surgeon revised the 49 y/o female patient's stemless anatomic to a reverse. Patient's rotator cuff/subscap repair failed. During the revision it was discovered that the stemless was loose and there was a possibility of an infection and cultures were taken. Patient was successfully revised to an exactech reverse tsa. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays or images. The devices are not available for evaluation due to hospital kept the implants.

Manufacturer narrative:
H3: the revision reported was likely the result of a failed rotator cuff repair as reported. Additionally, the humeral loosening reported to be found during the revision procedure could have been the result of an insufficient bond between the stemless cage and surrounding bone interface. The possible infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. It is unclear whether the humeral loosening and possible infection contributed to the reported rotator cuff failure. However, the event cannot be confirmed and contributions from user or patient-related issues could not be assessed as the devices were not returned for evaluation and images, radiographs, and relevant clinical information were not provided. D10: 310-61-41 - stemless humeral head 41mm x 16mm x alpha sn: (B)(6). 319-01-32 - steinmann pin sterile 3.2mm x 178mm sn: (B)(6). 531-78-20 - shouldr gps hex pins kit sn: (B)(6).

Manufacturer narrative:
The revision reported was likely the result of a failed rotator cuff repair as reported. Additionally, the humeral loosening reported to be found during the revision procedure could have been the result of an insufficient bond between the stemless cage and surrounding bone interface. The possible infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. It is unclear whether the humeral loosening and possible infection contributed to the reported rotator cuff failure. However, the event cannot be confirmed and contributions from user or patient-related issues could not be assessed as the devices were not returned for evaluation and images, radiographs, and relevant clinical information were not provided.